Event description:
Customer reported having high blood glucose. Customer's blood glucose was 553 mg/dl. He stated he had treated his high blood glucose with a bolus delivery. Customer stated he was experiencing symptoms of high blood glucose such as tiredness and dry mouth. Troubleshooting for insulin pump found insulin was able to exit from the tubing and there was no leaks present. Customer also reported a motor error alarm. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a stained end cap sticker.